Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found the hemostatic valve was found dislodged inside of hub. This finding is consistent with the customer¿s reported complaint. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A device history record evaluation was performed for the finished device [00001333] number, and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve malfunction occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had physical damage from the insertion of the dilator and was leaking. The hemostatic valve did not break into two or more separate pieces. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not being used in the patient. The sheath was replaced, and the issue resolved. Case continued without further issues. No patient consequences were reported. With the information available, this event is being coded as ¿hemostatic valve separation¿ since it is most likely that the fluid leakage occurred due to a malfunctioning or dislodged valve.

Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve malfunction occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small had physical damage from the insertion of the dilator and was leaking. The hemostatic valve did not break into two or more separate pieces. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not being used in the patient. The sheath was replaced, and the issue resolved. Case continued without further issues. No patient consequences were reported. Device evaluation details: the device evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged inside of hub. This finding was reviewed and determined it continues to be deemed MDR reportable and is consistent with the customer¿s reported issue. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, since a microscope testing was performed and evidence of mechanical damage was observed on the hemostatic valve. This damage also suggest that the dilator was tried to be introduced not on a straight position as indicated on the odp (optimal performance guide). According to the odp, there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001227 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. And it appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Additionally, there is evidence that the device was manufactured in accordance with documented specification and procedures. Similar complaints are monitored monthly basis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 11/10/2020, it was noticed that incorrect information was reported in the follow-up #1 medwatch report. Please note this was an incorrect statement reported in section h10.addnl. Manf. Narrative/corrctve data: ¿a device history record evaluation was performed for the finished device 00001227 number, and no internal action related to the complaint was found during the review.¿ the correct statement is the following: "a device history record evaluation was performed for the finished device 00001333 number, and no internal action related to the reported complaint condition were identified." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).